Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t1 fell out of the meniscus and could not be retrieved. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.